Event description:
It was reported that during a stenting treatment procedure, a stent was moved on the balloon. The target lesion being treated was located in the very tortuous and highly calcified mid right coronary artery (rca). A 3.0 x 15mm quantum maverick balloon catheter was advanced to the lesion for pre-dilation. After, an attempt was made to position the 3.00x28mm promus element stent into the target vessel however, the stent moved on the balloon. The physician then carefully removed the stent delivery system with the stent that was noted to "hang up in calcium". All the parts were pulled out including the guide catheter, guidewire and the stent delivery system (sds) with the stent barely hanging on the balloon. Nothing was left inside the patient's body and the procedure was completed. No patient complications were reported and the patient's status was listed as "fine".

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).